Event description:
The device was used during a video assisted thoracic surgery partial lung resection. Reportedly, the jaws would not open after closing. Another device was used to finish the procedure. No pt injury was reported.